Event description:
It was reported that after drawing the solution, a particle was seen floating inside a bd¿ luer-lok syringe.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. Quality has previously reviewed, evaluated and investigated this failure mode. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the component fragment is associated with the assembly process. No corrective actions are necessary based on the defective rate identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after drawing the solution, a particle was seen floating inside a bd¿ luer-lok syringe.